Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead continued to exhibit noise and oversensing. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing resulting in inappropriate atrial tachy response (atr) mode switches. Review of stored device memory noted a previous high out of range pacing impedance measurement greater than 2,000 ohms that resulted in activation of the lead safety switch (lss) feature. Noise and out of range measurements were unable to be recreated in bipolar configuration. Boston scientific technical services (ts) discussed the potential of an intermittent issue and discussed programming options. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.